Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 47 mg/dl. Customer feels ok to troubleshoot for low blood glucose reading. Customer current blood glucose reading was 141 mg/dl. Customer blood glucose reading at the time of the incident was 47 mg/dl. Customer blood glucose reading was 30 mg/dl. Customer used soda for treatment. Customer did not mention if they contact their healthcare provider for their low blood glucose reading. Infusion set was changed on (B)(6) 2017 but customer did not mention how often they changed their set. Customer did not mention drive support condition. Customer did not check for any air bubbles or leak. There was no indication that the insulin pump over and under delivered insulin. Insulin will not be returning for analysis. Set will be returning for analysis. Reservoir will not be returning for analysis.